Event description:
The event occurred in the us. It was reported that while the customer were preparing to transport a patient on ecls via the rotaflow from the ICU to radiology the customer unplugged the rotaflow console and the battery went from 26v to battery failure message "low bat" in less than a minute. The customer utilized the emergency drive and switched to a new console. No harm was caused to the patient according to the customer. The rotaflow in question is a rental unit. More information requested but still pending. No harm to any person has been reported. Complaint ID: (B)(4). This complaint is related with complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in the us. It was reported that while the customer were preparing to transport a patient on ecls via the rotaflow from the ICU to radiology the customer unplugged the rotaflow console and the battery went from 26v to battery failure message "low bat" in less than a minute. The customer utilized the emergency drive and switched to a new console. No harm was caused to the patient according to the customer. The rotaflow in question is a rental unit. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was not serviced by a getinge field service technician as a service request has never been opened for this complaint by the customer. The last service was performed in september 2022 on this rotaflow console and the unit checked out fine. Based on the information available at this time no failure or malfunction of the the device could be confirmed. However, the failure mode "low bat" can be linked to the following most possible root causes according to the rotaflow risk management file: defect batteries. Power supply board failure. Software error. User forgot recharge. Defect of charger unit. Failure of internal components (adc, etc.). Wrong supply voltage for electronics. The rotaflow console in question was produced in 2010-09-01. The review of the non-conformities was performed on 2022-12-01and during the period of 2010-09-01 to 2022-12-01 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the sales and service unit to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Leave the mains circuit breaker at the rear of the rotaflow console switched on. Otherwise the batteries will not be charged. Make sure that the "battery charging" lamp lights up during charging. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4). This complaint is connected to the mcp00706035#rotaflow english/us us-plug complaint ID#(B)(4) (mfg#8010762-2022-00475).